Event description:
New information noted that the patient was asymptomatic to the event.

Manufacturer narrative:
A partial lead measuring 4.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the right ventricular lead exhibited intermittent capture and low pacing impedance. The patient was brought into the clinic and device reprogramming was performed; it did not resolve the issue. Upon lead revision, an insulation anomaly was noted on the lead; the lead was capped and replaced on (B)(6) 2017. The procedure went well and the patient was in stable condition prior, during and post procedure.